Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified solution. It was reported that during priming, prior to patient use, the customer contact reported that there was a break point between the junction of the tubing and the upper chamber of one of y-sites of the tubing set and an unspecified volume of solution leaked. The tubing set was replaced and therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.